Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Unknown implant date. Investigation summary: a review of the manufacturing documentation confirmed that the associated controller ac adapter met all requirements for release. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller ac adapter was not providing power to the controller. The adapter was exchanged. No patient complications have been reported as a result of this event.